Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corner and cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm during a basal. The customer's blood glucose was 156 mg/dl at the time of the incident. Customer did not drop or bump their insulin pump. The customer's insulin pump will be replaced. No additional information is provided.